Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user might have deviated from the instructions for use.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s request was confirmed, the k-wire stopper pin was found broken. The device passed the dunk test. The plastic and the rubber glue of the scope was found cracked and the lens glue was peeling. The bending section contained more than ten frayed wires and the insertion tube buckle near the protector boot. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken control knob on a duodenovideoscope. There was no angulation when the angulation control knob was turned during a procedure. No patient harm or injuries were reported. No additional information has been obtained.